Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of a trochanteric fixation nail (tfn) nail due to total hip replacement. A conical extraction bolt and the tip of a helical blade/screw extractor broke while trying to remove the im nail. It was mentioned that the im nail was not removed for a couple of hours. The procedure was successfully completed with a two (2) hours surgical delay. The patient status was fine. Concomitant device reported: unknown screw (part# / lot# unknown, quantity: unknown); this complaint involves four (4) devices. This report is for one (1) unk - nails: tfn. This is report is 1 of 4 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer. Review/investigation, customer is retaining the product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown tfn nail. Lot & UDI numbers are unknown. Complainant part is expected to be returned for manufacturer review / investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of a trochanteric fixation nail (tfn) nail due to total hip replacement. A conical extraction bolt and the tip of a helical blade / screw extractor broke while trying to remove the im nail. It was mentioned that the im nail was not removed for a couple of hours. The procedure was successfully completed with a two (2) hours surgical delay. The patient status was fine. Concomitant device reported: unknown screw (part # / lot # unknown, quantity: unknown); unknown tfn helical blade (part # / lot # unknown, quantity: unknown). This complaint involves three (3) devices. This report is for one (1) unk - nails: tfn. This is report is 1 of 3 for (B)(4).